Manufacturer narrative:
Manufacturing review: the device history records were reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the balloon was returned lodged inside the introducer sheath, with the distal end of the balloon protruding from the distal tip of the sheath. There were no other anomalies noted on the catheter. The sheath tip was examined under microscopic magnification (10x) and was observed to be flared out, likely indicating retraction issues. The proximal end of the introducer sheath was examined under microscopic magnification (6x) and bunching was observed, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issues. The balloon was retracted from the sheath without issue. The outer catheter was found kinked just proximal to the proximal balloon glue joint. The balloon was then inserted into an in-house 7fr sheath. The inflation hub was connected to an inflation device. The balloon was inflated to the rated burst pressure (rbp) of 18 atm without issue. There were no leaks or loss of pressure observed. Vacuum was then pulled to deflate the balloon. It was observed that the balloon was able to completely deflate within 17 seconds. The catheter was then retracted from the sheath without issue. The balloon was then inserted into an in-house 6fr sheath. The balloon was inflated to the rbp of 18 atm without issue. There were no leaks or loss of pressure observed. Vacuum was then pulled to deflate the balloon. It was observed that the balloon was able to completely deflate within 17 seconds. The catheter was then retracted from the sheath with slight resistance encountered. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is unconfirmed for deflation issues, as the balloon was able to be fully inflated and deflated without issue. The investigation is confirmed for sheath retraction problems based on the condition of the returned sample (i.e. Balloon returned within introducer sheath and sheath tip flared). Per the reported event details, the balloon was unable to be fully deflated. The retraction issues were a result of the balloon not being fully deflating prior to being retracted into the introducer sheath. However, the definitive root cause for the deflation issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: use the recommended balloon inflation medium (50% contrast medium/50% sterile saline solution). Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the vaccess pta balloon dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly did not fully deflate and was allegedly difficult to retract through the sheath; therefore, the catheter and sheath were removed together as a single unit. Reportedly, the procedure was successfully completed. There was no reported patient injury.